Event description:
It was reported that during a procedure, the laser made a very loud noise, and the laser shut down. They were unable to turn laser on- when the key is turned onto the on position, they hear a click inside. The procedure was completed using a laser from another company without patient complications.

Manufacturer narrative:
D3 manufacturer email (B)(6). It was initially reported that during a procedure, the laser made a very loud noise (from cooling he expects) and the laser shut down. They were unable to turn laser on- when the key is turned onto the on position, they hear a click inside. The outcome of the procedure was not reported. This event was reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown. However, additional information received via good faith effort clarified the procedure was completed using a laser from another company. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the alleged procedure aborted/cancelled.

Manufacturer narrative:
D3 manufacturer email (B)(6).

Event description:
It was reported that during a procedure, the laser made a very loud noise, and the laser shut down. They were unable to turn laser on- when the key is turned onto the on position, they hear a click inside. The outcome of the procedure was not reported. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.